Event description:
A (B)(6) male with a pmh of prostate ca and alcohol abuse and was admitted to the ccu for acute chf and new onset of atrial fibrillation. On (B)(6) 2013, the foley catheter was inserted at 4:10 pm. Urine was observed in the foley tube. The physician advised that when he inflated the balloon to remove the foley, the pt complained of pain. The physician tried unsuccessfully to deflate the balloon to remove the foley and so did the registered nurse who then cut the catheter. A stat urology consult was called and the pt was give in pain medication. The urologist "popped" the balloon and removed the foley. There was no sequelae to the pt. The entire foley catheter nor the individual packaging was saved. Event abated after use stopped or dose reduced: yes.